Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 16 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 379 mg/dl and customer thought this was high for her. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer declined the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and call back if they want to perform the high pressure test.